Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the device had failed in battery reconditioning and would get stuck at timer 00:00 was not identified by bd tech support during the customer call. It was recommended that the unit be returned to the depot for repair.

Event description:
It was reported that the device had failed in battery reconditioning and would get stuck at timer 00:00 there was no patient involvement. Bd technical support engaged with the customer and recommended to replace the power supply board tc10013069 board, power supply processor assembly or send the device to bd for flat rate repair.